Event description:
On 10 december 2024, senseonics was made aware of an incident where the user went to the emergency room due an infection on sensor site.the user's sensor site was opened and pus,blood came out of it on (B)(6)2024.the user received treatment at the hospital, the sensor was removed and the site was flushed and cleaned to clean the infection.the user was prescribed with antibiotics(cefadroxil)as medication.

Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user went to the emergency room due an infection on sensor site.the user's sensor site was opened and pus, blood came out of it on (B)(6)2024.the user received treatment at the hospital, the sensor was removed and the insertion site was flushed and cleaned to clean the infection.the user was prescribed with antibiotics(cefadroxil)as medication to treat the infected insertion site. No further investigation was found necessary.